Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up appointment, the measured lead impedance was found to be high and out of range. The lead was capped and replaced. The patient was stable.